Manufacturer narrative:
The customer's test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer¿s test strips (2 vials) were provided for investigation where they were tested using a retention meter and retention controls. Vial #1 testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, and qc 3: 2.9 inr. Vial #2 testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 3.0 inr,and qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with a coaguchek xs meter serial number (B)(4). At 11:30 a.m., a sample from the patient was tested using the coaguchek meter, resulting in a value of 4.6 inr. It was unknown if the test strip code chip installed on the meter was correct. The patient repeated testing on a coag-sense meter, resulting in a value of 3.6 inr. Within 4 hours of coaguchek meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.15 inr. Treatment decisions were based only on the laboratory and coag-sense values. The patient was stable and did not require treatment. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is bi-weekly.